Manufacturer narrative:
It was reported that this is a duplicate of medwatch 2210968-2012-06407. This medwatch is being voided. All information regarding this event will be contained in medwatch 2210968-2012-06407.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and it was reported that mesh was implanted along with concurrent closed off anterior enterocele. It was also reported that on (B)(6) 2009, mesh was implanted along with concurrent laparoscopicsacral colpopexy with enterocele repair, cystoscopy, salpingo-oophorectomy, and umbilical hernia repair due to complaints of chronic cystitis. It was reported that she experienced pain, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent laparoscopic enterocele repair on (B)(6) 2009. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.